Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 14-16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, markerbands, inner/outer shaft included microscopic and visual inspection. Inspection revealed a longitudinal burst in the balloon material that was 14mm in length. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 14-16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.